Event description:
On 12/22/2009, pt reported that he was not receiving insulin from his infusion device and that insulin had spilled inside the device causing high blood glucose readings. Pt stated, he noticed elevated blood glucose readings on event date and today ranging from 250 - 299 mg/dl. Pt reported, he delivered 30 units of insulin to correct but his blood glucose continued to rise. Pt reported he disconnected the infusion tubing from the infusion site and delivered 20 units of insulin without seeing any insulin drip from the end of the tubing. Pt stated, he disconnected the infusion tubing from the infusion device and delivered 10 units of insulin, and there was no insulin coming out of the tip of the insulin cartridge. Pt reported he noticed insulin had formed inside of the cartridge chamber, so he removed the cartridge, poured out the excess insulin and dried the inside of the cartridge chamber with a cotton swab. Pt stated, there did not appear to be any leaks from the cartridge. Pt reported he had reused the current cartridge that was in the infusion device. Pt stated, he realized that the cartridge should not have been reused. Verified the plunger did not get stuck on the piston rod. Assisted pt through the change the cartridge process on the infusion device, primed new tubing, connected to his infusion site and placed the infusion device in run mode. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.